Event description:
On (B)(6) 2025 at around 11:00 am a dexcom sensor I was wearing began to malfunction while I was asleep sending incorrect information to an insulin pump, it claimed I was 250 while I was already low. I was already having a hypoglycemic episode and this majorly worsened the condition, then it shut off around 11:30. This induced a seizure, most likely a blood glucose under 20, as well as a coma for around 2 hours without alarm to my phone nor my parent¿s phone on the follow app. This lead to a glucagon and d-10 being administered, keeping me alive. Of course, afterward I was taken to the hospital by ambulance and stayed there for around 5 hours. Although. This is the most severe case it is not the first time I've had issues with dexcom, multiple sensors have given incorrect information and failed within the last 6 months. These have failed in horrible ways which only narrowly avoided sending me to the hospital.